Manufacturer narrative:
This device is used for treatment not diagnosis. No information has been provided, asked but not answered: a, d4. D6: 1993. Corrected data: describe event or problem. Health professional.

Event description:
It was reported that a patient was implanted with a right hip in 1993. On (B)(6) 2017, the head and liner were replaced due to instability and pain. The head was a competitor product. The liner was this manufacturer's product. There were no delays in surgery and the patient appeared well at the end of surgery.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned. Additionally, the device specific information was not provided, precluding a review of the device history record. Pending evaluation.

Event description:
Index surgery: 1993. Revision of hip components - reason not reported.